Event description:
It is reported that the patient was revised due to pain caused by a catastrophic fracture of the liner.

Manufacturer narrative:
Evaluation summary: primary surgical notes stated the hip was stable to full extension, external rotation and anterior stress, flexion to 90 degrees, adduction 45 degrees and internal rotation to 70 degrees; this was felt to be adequate. There were no intraoperative complications noted. Revision notes stated that the liner had fractured into 6-8 pieces with one primary large fragment. Metallosis was noted in the hip cavity. There was noted impingement of the femoral head on the titanium cup due to the liner fracture. X-rays have been provided and found to be unremarkable. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.